Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report large air bubbles in the reservoir. The customer tried to get the air bubbles out of the reservoir before connecting. The customer's blood glucose level was unknown. The customer treated with manual injections. Troubleshooting was not completed. Nothing was replaced or returned for analysis.